Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that "the measurement was 1.5 (and now it is) at 4.0" and the patient stated the physician needs to reposition the lead. Follow-up with the physician's office revealed that the right ventricular lead threshold was high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.